Event description:
It was reported that the patient's left ventricular (lv) lead threshold had elevated since the last follow up visit as the lead wasprogrammed lv tip to rv coil. There was no capture when programmed lv ring to rv coil or lv tip to lv ring. The lv lead remains in use and was left programmed lv tip to rv coil. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2012; 4076 implantable pacing lead, (B)(6) 2012. (B)(4).